Manufacturer narrative:
Multiple attempts to follow up with the user were made, however, no response has been received to date. There is not enough information available to further investigate this case. Therefore, no resolution is available.

Event description:
On april 9th, the user contacted dario to report inconsistent and high blood glucose (bg) readings. The user reported that recently, he returned to using his dario meter, after not having used it for the past five months. The user reported that he had previously been using a non-dario meter. The user reported that for the past ten days, he was receiving bg readings in the 200 mg/dl to 300 mg/dl range from his dario meter, however when testing immediately afterwards, he received bg readings in the 120 mg/dl range from the same dario meter, which the user reported are in normal range for him.